Manufacturer narrative:
The philips field service engineer (fse) replaced the front bezel as part of a field change order service. The unit was functionally tested and successfully passed all testing. The unit was returned to service. Failure investigation is not required for the front bezel or nav-ring. The root cause of navigation-ring failures was determined to be due to liquid ingress. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 24feb2021.

Event description:
The customer reported that after installing a new power management board the ventilator does not pass tests and the nav ring does not work. There was no patient involvement. The customer spoke with a remote service engineer (rse) and advised after the power management board was replaced, the nav ring was not working. The rse advised the front bezel would need to be replaced.